Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. An examination of the tip found damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12jun2020. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.